Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low ca2 calcium gen.2 results one week after a service visit for sampling issues. The initial result was 5.9 mg/dl. The customer repeated the sample on another analyzer twice with results of 8.9 mg/dl and 9.2 mg/dl. The repeat results were believed to be correct. The erroneous result was not reported outside of the laboratory. There was no adverse event. The reagent lot number was 30098201 with an expiration date of 28-feb-2019. Calibration and qc data was within range and was acceptable. The field service representative could not find a specific cause. He checked the cell rinse mechanism operation, gear pump pressure, internal rinse volumes, and sample and reagent probe positions. He replaced the vacuum pump diaphragms and inspected vacuum tank elbows. He ran precision testing and all results were within guidelines. Based on alarms present in the analyzer alarm trace, a mis-sampling of the sample may have occurred. Follow up with the customer confirmed the issue was resolved after the service visit.